Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the air removal from the cartridge, a continuous stream of air occurred using multiple cartridges. Customer used another cartridge and changed the syringe needle to successfully remove the air and resume insulin delivery. There was no reported impact to customer's blood glucose.